Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp was unable to deliver medication during use. The following was reported by the initial reporter: "the customer reported that drug didn't come out."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-15. H6: investigation summary: one open 32g x 4mm pen needle sample, one open polybag and four photos were returned from lot. No. 0070059, cat. No. 320136. A clog test was carried out on the returned sample as per (B)(4) and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp was unable to deliver medication during use. The following was reported by the initial reporter: "the customer reported that drug didn't come out."